Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a food bolus and due to not eating a full meal, the customer's blood glucose (bg) level dropped to 56 mg/dl. Glucose tablets were consumed and the bg elevated to 65 mg/dl which was the customer's normal range.